Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported). On (B)(6) 2015 the patient was implanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: device evaluation will not be performed as there is no indication of a device malfunction. This report filed (B)(4) 2015.